Manufacturer narrative:
Device UDI provided. Device manufacturing date provided. Correction: as previously reported during troubleshooting on the same day as the reported event a reboot resolved the issue. In addition, a medtronic rep at the site confirmed that the hardware, software, and instruments passed the system checkout. The rep was unable to replicate the issue and the system was found to be fully functional.

Manufacturer narrative:
Updated UDI#. Updated mfg date.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is not available for this system at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from a health care professional, via manufacturer representative regarding a navigation system being used for a cranial resection procedure. It was reported that while in the cranial software the site could not get any instruments or the cranial frame to track in the camera. The site changed the spheres, moved the lights to another, but the issue did not resolve. The site was then instructed to exit and re-launch the application. The issue resolved after this and everything started tracking. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no reported impact on patient outcome.